Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The system power manager (spm) was analyzed and the reported error was confirmed and replicated. In the system logs, the errors 816, 858 and 860 were found indicating an "spm assy charging" related fault issue, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This spm assembly was installed, and tested on golden system, where the patient side cart (psc) failed to power up and was not able to do any further test. The system power manager power printed circuit assembly (spmp) was aba tested with a good known spmp since this pca oversees the charging of the battery and power to the psc assy, resulting in resolving the power issue. Run the psc with 10 power cycles and idle it for 3 hours with no errors triggered and no power/battery failure. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical issues caused by a faulty spmp board located within the spm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that the patient side cart was running on battery during today and yesterday procedures. The user had inspected the wall outlets and the psc power cords, and confirmed that they were good. The user stated that the psc battery led was displaying one solid green light. The user was instructed to verify the psc breaker and epo switch, and confirmed that they were in the on positions. The user was trying to finish the case before the battery died. The tse informed them that the backup battery is only intended for safe removal of the system components from the patient and is not intended for continuing the procedure. The tse reviewed the system error logs, and confirmed the occurrence of errors 817/818/816 , pointing to the battery being low and the system switching from ac to battery power. No known impact or patient consequence was reported.